Manufacturer narrative:
The pod was received not deployed. Download data shows the device delivered 19 first prime pulses and was deactivated at 29 pulses. During the first priming sequence, a second confirmed open was triggered earlier than expected due to a rotational sensor error, resulting in first prime ending prematurely. This caused the completion of second prime to occur without the needle mechanism deploying. The commutator cap was viewed under magnification and found to have significant amounts of contamination and traces of debris. The contamination was found to be the root cause of the rotational sensor error and the device not deploying. It could not be determined if the debris contributed to the reported event as well.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.